Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a device check. It was found that the patient's right ventricular lead exhibited high, out of range high voltage lead impedance (hvli). No intervention was performed. There were no patient consequences.